Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user experienced recurrent alert 67 events identified as vbuck boost over/under voltage on the ilet pump multiple times per day, which temporarily resolved with restarts before recurring, and the device was subsequently replaced with instructions to revert to backup therapy and to shut down the device to avoid further alerts. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included temporary interruption of pump therapy with continued cgm use and transition to backup therapy without hospitalization. Investigation included review of device performance history and user-reported observations, with guidance provided on data sync, device shutdown, and return of the device. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.